Manufacturer narrative:
E1: patient city: vyalev. Patient country: croatia.

Event description:
Unomedical reference number (B)(4). Event occurred in croatia. It was reported that patient suffered from small abscess of the anterior abdominal wall at the site of cannula application event on (B)(6) 2024 . An incision and drainage of the purulent. The wound washed with hydrogen and bandaged with betadine. Prescribed antibiotics for therapy. No further information available.